Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd plastic non-sterile luer-lok¿ tip syringes experienced a broken plunger rod. It was reported by the customer that syringes disconnect at the plunger. Several of the 5 ml syringes are falling apart ¿ they disconnect at the plunger.

Event description:
It was reported that an unspecified number of bd plastic non-sterile luer-lok¿ tip syringes experienced a broken plunger rod. It was reported by the customer that syringes disconnect at the plunger. Several of the 5 ml syringes are falling apart ¿ they disconnect at the plunger.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.